Event description:
It was reported that during the procedure in an unspecified vessel, the radiopaque tip (distal segment) of the balance middleweight guide wire separated and embolization occurred. No additional information was provided; however, additional information has been requested.

Manufacturer narrative:
(B)(4). Estimated date of occurrence. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.